Manufacturer narrative:
B3: the event occurred on an unreported date three days after discharge from the previous peritonitis event in april 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to improper diet however, the cause remains unknown. The patient was hospitalized and treated with unspecified anti-inflammatory drugs (oral) and unspecified anti-inflammatory drugs (intraperitoneal) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. The reporter declined to provide additional information.